Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a clinical report from (B)(6) of peritonitis coincident with an extraneal viaflex, physioneal, and nutrineal pd4 study trial. On (B)(6) 2010, the subject began extraneal viaflex, (2.5 l, daily), physioneal (2.5 l, twice a day) and nutrineal pd4 (2.5 l daily) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, at 22:30, the subject received extraneal ip for a total dwell time of 10 hours. On (B)(6) 2011, the subject presented to the emergency department with abdominal pain, fever, nausea, and vomiting. The subject's temperature was 38.5, effluent was cloudy, and the subject was admitted to hospital with peritonitis. On (B)(6) 2011, the subject began remedial treatment with ip gentamicin (40 mg, 2nd daily) and ip vancomycin (2 mg, 2 doses). On (B)(6) 2011, the subject began ip cefazolin (375 mg, four times a day) when sensitivities returned. On (B)(6) 2011, nutrineal pd4 and extraneal viaflex were interrupted. Physioneal continued with 4 exchanges per day to facilitate the administration of antibiotics. On (B)(6) 2011, remedial treatment with gentamicin was stopped. Remedial treatment with vancomycin and cefazolin were ongoing. The event of admitted to hospital with peritonitis was ongoing and improved and the subject remained hospitalized. The investigator considered the event of admitted to hospital with peritonitis as severe and not related to investigational therapy or trial procedures.